Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call no delivery alarm and motor error alarm on the insulin pump. Customer's blood glucose level was over 300 mg/dl. Customer treated their blood glucose levels via insulin pump. Customer was advised to change the set and reservoir in order to troubleshoot. Troubleshooting for the no delivery alarm was performed. Customer advised the no delivery alarm was resolved with a reservoir change. Customer was advised replacement reservoirs would be sent out and they agreed to return the products for analysis.